Manufacturer narrative:
Pump passed the displacement test, self test, and a21 error test. No a21 alarm and no a17 alarm noted. Unit had a47 alarm in alarm history file. A47 alarms due to corrupted history files. Pump received with cracked reservoir tube lip and cracked case near display window corners noted. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had multiple error alarms including an unexpected restart alarm. Blood glucose level at the time of the incident was 229 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.